Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was not found. The patient had not contacted the representative with any issues since the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and rep regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a settings not available message was seen on the controller. The patient tried to lower stim, but the issue was not resolved. The patient called the rep. The rep stated out of regulation was seen on the tablet. The rep said the patient was previously on contacts 1, 2, 3, and 4 and was getting the oor message. The rep stated that contact 3 had a high impedance. The rep said he moved the patient to use 1/3 as a bipole. The value of the impedances on the bipole was 830 and 860 with reference 0. The rep said the patient usually uses pretty high settings (11 ma). Other impedances provided were 1-2 were 40k ohms. 0-2 said high impedances. No further complications were reported.